Event description:
It was reported the device failed defibrillation test.

Manufacturer narrative:
The fse evaluated the device and found the issue. The fse confirmed the cause of the device not passing the operation control test was due to the therapy capacitor being defective. The bench repair technician replaced the therapy capacitor. The device passed all performance assurance tests and was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of the therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the therapy capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.